Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced the following as a result of the implantation: urinary problems, pelvic and abdomen pain, dyspareunia, bleeding, urinary tract infections, vaginal vault prolapse, and stress urinary incontinence. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.